Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, a 5x40mm 80cm powerflex pro percutaneous transluminal angioplasty (pta) catheter was inserted and inflated, however, it ruptured at ten (10) atmospheres (atm). There was no reported patient injury. It was removed from the patient and replaced with a new non-cordis balloon catheter and the procedure was completed successfully. This was a shunt case. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17724339 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, lesion characteristics (although not provided) and procedural/handling factors most likely contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17724339 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a powerflex pro was inserted and inflated, however, it ruptured at 10 atmospheres (atm). There was no reported patient injury. It was removed from the patient and replaced with a new non-cordis balloon catheter and the procedure was completed successfully. This was a shunt case. Infection: infectious disease.